Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the pads fail. Has a red x and chirps. Auto test has a failed d/x. It was reported to philips that there was no patient involvement .